Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the supplies to address the issue. System check was performed by tandem technical support (tts) and no issues were identified. Reportedly, the customer was not performing the air removal step, over filling the cartridge, and using cold insulin. Tts informed the customer that not performing the air removal step, over filling the cartridge, and using cold insulin were off label per the tandem user guide. Customer resumed insulin delivery. Customer¿s blood glucose was 200-309 mg/dl.